Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc specialist reviewed the data provided. The customer's quality control (qc) was in range at the time of the event. The ccc reviewed the system's counters, which were within specifications. The ccc reviewed the system checks data, which was in range. The customer cleaned system windows and noticed that they accessed "bad" and was prompted to clean 25 windows, which were not dirty. A siemens headquarters support center (hsc) specialist reviewed the event. Hsc reviewed the instrument data. Hsc did not find any errors or issues with the instrument. The issue was isolated to this specific sample. The cause of the discordant, falsely depressed cholesterol result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed cholesterol result was obtained on a patient sample on a dimension xpand with hm instrument. The initial result was reported out to the physician(s), which were questioned. The customer repeated the same sample on the same dimension xpand with hm instrument, resulting higher. The customer issued a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed cholesterol results.